Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2015 with the following findings: investigation revealed that the battery compartment was cracked and there was moisture in the battery compartment. Additionally, the display screen was blank. The pump failed leak testing due to the crack in the battery compartment. The pump cover was removed and there was moisture found on the pcb and on the display flex. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed moisture in the battery compartment, a battery compartment crack, and a blank display screen. This report is made based on results of investigation completed on 04/13/2015.